Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Events reported in medwatch reports 2210968-2021-10070, 2210968-2021-10071, 2210968-2021-10072. (B)(4). A manufacturing record evaluation was performed for the finished device batch number pmh881, and no non-conformances were identified. Additional information was requested and the following information was obtained: please provide procedure name and date: gastrectomy lap. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail: no. How was procedure successfully completed?: yes. Device is being prepared for shipment. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.